Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s husband called reporting ongoing lows despite restarting the pump per trainer guidance. The user tends to treat lows around blood glucose (bg) of 80 mg/dl and often disconnects from the pump to prevent further drops. The lowest recorded values were 43 mg/dl (cgm) and 71 mg/dl on blood glucose monitor (bgm) which was corrected by eating 2 donuts, 2 spoons of sugar and 7 grams of glucose drink. The user, on dexcom g7, had calibrated the sensor and eventually stabilized at 76 mg/dl. The agent addressed the risks of overtreating and pausing for extended periods, noting this can affect how the algorithm adapts and may lead to maladaptation. An additional training session was scheduled for a second opinion. The user also expressed concern that switching from generic insulin to pump therapy insulin might be contributing to the issue. The user experienced vision issues (black dots) and skin discoloration during the event. No medical intervention required at the time of call.